Manufacturer narrative:
A ge representative evaluated the system and suspects the image processing computer. Manufacturer's investigation is ongoing.

Event description:
The customer reported the system would not display images. No pt injury was reported.